Event description:
It was reported that patient¿s therapy strength decreased on its own. Impedance check revealed high impedances on the right side. As such, surgical intervention may take place to address the issue. Investigation was unable to determine which of the extensions had high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs extension, model: 6372, UDI: (B)(4), serial: (B)(6), batch: 7782611.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.